Event description:
It was reported that the implants at tooth locations #12 and #13 were removed due to being fractured. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2025-01510 that was submitted on june 5, 2025 is a duplicate of MFR report number 0002023141-2025-01357. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2025-01357. All details associated with this event have been processed and completed under 0002023141-2025-01357. Therefore, no additional reports will be submitted under MFR report number 0002023141-2025-01510.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2025-01510 that was submitted on june 6, 2025 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2025-01357 that was submitted on may 21, 2025.